Event description:
On (B)(6) 2010, the patient reported her insulin infusion device makes a "click noise" once every 15 minutes. She said she first noticed this about 1 month ago. She stated her device is currently in run and makes the clicking sound every 15 minutes. She said she is using a max battery and was advised to insert aa alkaline battery. She stated she will get a new battery and see if it resolves the issue. On follow up with the patient on (B)(6) 2010, she stated she changed the battery but her device is still making a clicking noise. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.